Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The pump did not present any issues after being reset with the assistance of technical support, who provided guidance for future occurrences. The caller was advised to continue using the pump and to contact support if the issue recurs.